Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up with episodes of post-paced t-wave oversensing on the ventricular lead. Oversensing was noted on a stored egm. Programming changes and dft will be discussed with the physician.